Event description:
A user facility reported this lma would not inflate properly during use in a pt. They stated the inflation indicator balloon remained flat. They were using spontaneous ventilation and were able to maintain ventilation without the cuff inflated. The lma was used without problem for a 20 minute case. There was no pt injury or problem. The user facility returned the lma for eval.